Manufacturer narrative:
(B)(4),

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited high capture thresholds. The patient was asymptomatic. The device was reprogrammed.